Manufacturer narrative:
Results: the cat rx side lumen was punctured approximately 8.0 cm from the distal tip. The cat rx was damaged and, therefore, non-functional. Conclusions: evaluation of the returned cat rx revealed the side lumen was punctured. If the guidewire is manipulated at extreme angles when being introduced to the cat rx side lumen, damage such as this may occur. If the cat rx is not supported such that the catheter shaft bends at the tip of the guidewire, it may contribute to the puncture of the side lumen. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat rx aspiration catheter (catrx). During the procedure, upon attempting to insert a catrx over a guidewire through a 6f guide catheter, the guidewire pierced the wire port well before the actual monorail exit the port where the guidewire should exit. Since the guidewire pierced the wire port closer to the tip of the catrx, the physician was unable to advance the catrx into the guide catheter; therefore, the catrx was not used in the procedure. The procedure was completed using a new catheter and the same guide catheter and guidewire. There was no report of an adverse effect to the patient.